Event description:
An elderly male with a history of nonischemic cardiomyopathy with systolic congestive heart failure (chf) and myotonic dystrophy type 2 (dm2). On day 2, patient coded and was taken to cath lab. An impella was inserted and found to be defective. A few hours later, the impella was removed and replaced with a different unit. On day 2, telemetry monitor alarmed abnormal heart rhythm- ventricular tachycardia (vt), was found pulseless and chest pads were connected to defibrillator which showed shockable rhythm and apparently ventricular fibrillation as per code blue team. "The purge tubing on the impella cp would not come unscrewed so the transfer could be made from the hospital's impella to the transport team's. The plastic tubing did not come undone, and the connection broke inside of itself. The impella representative said the entire unit would have to be replaced. After an hour or so, and the impella had started to back up. The rep also advised around this time there was a temporary fix his service team did inform him of that would work for transport. Interventional cardiology still decided to change the unit entire unit out at the request of the team. The site around the sheath was also starting to actively bleed." Impella removed and replaced that evening. Continuous hemodynamic monitoring during critical illness and transport to external hospital the next day.